Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving lioresal baclofen (500 mcg/ml, dose 130 mcg/day; flex dosing) in an implanted pump for intractable spasticity and multiple sclerosis. It was unknown if the baclofen was lioresal or gablofen, but the reporter knew it was not compounded. The hcp received a call from the patient¿s family on the morning of (B)(6) 2015 with the complaint of the patient being ¿loopy and incoherent." The patient presented to the clinic with speech difficulty, altered level of alertness, and cognition. The change in symptoms/therapy was sudden. The refill was performed on (B)(6) 2015 and the symptoms occurred the morning of (B)(6) 2015. At the refill, the concentration was changed from 500 mcg/ml to 2000 mcg/ml lioresal (2000 mcg/ml, lot # ds0080). Following the refill, the hcp attempted to program the patient's flex program, but realized they were unable to enter the desired dosing (because the flow rate would not go low enough with the higher concentration). The hcp then took out the 2000 mcg/ml and replaced it with a new 500 mcg/ml lioresal (unknown lot#). A reservoir rinse was not done because preservative free normal saline (pfns) was not available. The hcp felt 40 minutes to an hour elapsed be tween the drug switches. The patient was on their way to the hcp's office for evaluation and the manufacturer representative was on her way to meet with the hcp and patient as well. The patient was brought back to the clinic and the hcp aspirated the 500 mcg/ml drug from the reservoir and rinsed the pump x 3 with saline and refilled with new 500 mcg/ml gablofen (unknown lot#). At this point the physician did the removing system contents procedure, as a conservative measure and did not feel it was related to the previous refill. The patient was awake, had expressive aphasia, garbled speech, and some decreased level of awareness. The patient had some tone to the ankles, but then developed some mild right sided weakness. The patient was admitted to the hospital to rule out a stroke. No troubleshooting was performed and the patient presented to the clinic on (B)(6) 2015. The patient was then sent to the emergency room as the physician was concerned that the patient was actually experiencing a stroke as opposed to any adverse event related to the baclofen refill. The ER confirmed with cat scan that the patient had a left cerebrovascular accident (cva). History: multiple sclerosis (ms), spasticity, atrial fibrillation, hypertension, trigeminal neurological, breast cancer. Concomitant drugs: other medications at the time of the event included: aspirin, oscal, tegretol. Celebrex, centrum, diazepam, fish oil, femara, cozar, lovastatin, cytotec, miralax, zorelto, flomax, vit d, tylenol, colace, roxycodone.

Event description:
Information was received from a company representative who indicated that the patient was sent to the emergency room by the managing physician because the physician felt that the speech difficulty, decreased alertness, and right sided weakness were indicative of a stroke. The CT scan confirmed the stroke. The patient had stroke factors in her medical history. The managing physician had not implicated the device or therapy in the event and the patient continued to receive the intrathecal baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).